Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 250 mg/dl while wearing the pod for longer than hours. The patient reports their personal diabetes manager (pdm) had been shutting off during use and the time had changed. The patient reports having a leg wound as well as high blood pressure. The patient reports they removed their pod prior to going to the hospital by ambulance. Once at the hospital the patient was diagnosed with neuropathy. The patient was treated with intravenous fluids as well as medication for a leg wound and blood pressure medication. In addition the patient was treated with manual insulin. The patient was prescribed blood pressure medication, lases and potassium. The patient was discharged from the hospital after 23 days. The patient was advised by their doctor to start using a new pod 2 days after being discharged from the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.